Manufacturer narrative:
(B)(4). The customer returned one opened 9001p-EU-005 ez-io 25 mm needle + stabilizer kit and 2 unopened 9001p-EU-005 ez-io 25 mm needle + stabilizer kits for investigation. The opened needle set was returned separated, and the cannula had the safety cap on. The original packaging was not returned for the opened kit. The ez connect, stabilizer, and sharps block were returned along with the needle set from the opened kit. Visual inspection revealed that the opened needle set appeared typical, and the unopened kits were intact. Dimensional inspection was not required as the device passed functional inspection and there were no defects or anomalies observed. Functional inspection was performed by attempting to manually screw apart the stylet hub from the cannula hub. Upon functional testing of the opened needle set, the stylet was easily able to be unscrewed and removed from the cannula. The stylet was replaced into the cannula and multiple removal attempts were completed with the same results. There were no difficulties observed during the removal of the stylet from the cannula. The unopened kits were opened, and a functional inspection was performed. Upon functional testing, both stylets were easily able to be unscrewed and removed from the cannulas. The stylets were replaced into the cannulas and multiple removal attempts were completed with the same results. There were no difficulties observed during the removal of the stylets from the cannulas. The complaint cannot be confirmed. For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. The complaint cannot be confirmed. Visual inspection revealed that the needle set appeared typical. Functional inspection was performed by attempting to manually screw apart the stylet hub from the cannula hub. The stylets were easily able to be unscrewed and removed from the cannulas. The stylets were replaced into the cannulas and multiple removal attempts were completed with the same results. There were no difficulties observed during the removal of the stylets from the cannulas. No defects or anomalies were found with the returned devices. A review of the certificate of compliance found that the needle set passed all the release criteria. Therefore, the complaint cannot be confirmed as there was no problem found with the needle set. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that " impossible to unscrew the needle stylet. Delay in treatment for the staff. Need to use another ez-io. ".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " impossible to unscrew the needle stylet. Delay in treatment for the staff. Need to use another ez-io. "